Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
During pkr surgery size 1-2 drill had bound within drill guide(s). Peg holes had to be drilled without guide.